Event description:
It was reported when using the bd pyxis medstation system, station went offline prevented accessing drawers. The drawers were unable to connect to the communication bus, and repeated attempts to reboot the system for recovery were unsuccessful. The customer stated that there was a delay in dispensing medication due to this malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station went offline prevented accessing drawers. A field service engineer identified network cable was connected to a drawer port. The engineer repositioned the cable to the correct network port to resolve the issue and performed a reboot to recover drawers. The system functioned as intended after the field service engineer troubleshooted the device.